Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿midterm outcomes of surgical strategy for secondary aorto-enteric fistula surgical strategy for secondary aorto-enteric fistula¿. Shuhei miura, ayaka arihara, yutaka iba, tomohiro nakajima, junji nakazawa, tsuyoshi shibata, yu iwashiro, kei mukawa, nobuyoshi kaw aharada, annals of vascular surgery - brief reports and innovations, volume 4, issue 4, 2024 https://doi.org/10.1016/j.avsurg.2024.100346. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿midterm outcomes of surgical strategy for secondary aorto-enteric fistula- surgical strategy for secondary aorto-enteric fistula¿. The timeframe for this study was over a twelve-year period. This study aimed to evaluate the midterm outcomes of comprehensive surgical strategies for secondary aorto-enteric fistula in a single-center series. Twelve patients were included in the study of which seven previously underwent an endovascular repair and one of these patients had an endurant stent graft implanted. The most common location of fistula was the duodenum (93.7 % of all patients). Among the patient population the following adverse events included: fistula, infection, kidney failure, hemorrhage, intervention, explant no further information was provided pertaining to medtronic products